Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product still in use.

Event description:
It is reported by the nurse of the hospital, that the hospital doubt the sterilization possibility of the flexible screwdriver. The screwdriver couldn't be cleaned completely.